Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had error code e237, e216 and b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that a fluid leak led to the malfunction causing the errors. However, a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.